Manufacturer narrative:
The customer replaced the sheath restrictor tubing near the differential mixing chamber and fixed the leak. Beckman coulter field service engineer was dispatched to the customer site. The (fse) conducted a troubleshooting for the instrument not resulting differentials and found that the differential sample line to the flow cell was obstructed. The fse replaced the differential sample line and t-fitting to the flow cell fixing the problem. The fse checked on the leak that was resolved by the customer and discovered an extensive corrosion and crystallization of diluent around the differential module. The fse cleaned the corrosion and crystallization and verified the analyzer was operational and functioning. Failure mode of this event was related to the differential sample line to the flow cell being obstructed and also the fse found extensive corrosion and crystallization of diluent around the differential module. (B)(4).

Event description:
The customer reported noticing a leak under the coulter lh 750 hematology analyzer. The customer was not operating the instrument when the leak was noticed, the analyzer was in idle. The volume of the leaked fluid was 40 ml. The customer called later in reporting that the instrument is not resulting differentials. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, gloves and safety glasses. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection to this event. There was no death, injury or effect to patient treatment.